Manufacturer narrative:
(B)(4).

Event description:
It was reported that a symptomatic patient experiencing diaphragmatic stimulation presented in clinic for follow-up. The patient complained that they experienced stimulation when lying sideways; this could not be reproduced in the clinic. Upon device interrogation, the right atrial lead exhibited loss of sensing and loss of capture. X-ray image revealed lead dislodgement. The lead was explanted and replaced on (B)(6) 2016. The patient's condition was good post procedure.